Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm and buttons was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to clear the alarm because the buttons were not working. Troubleshooting was performed for keypad anomaly. Customer was able to clear the battery out limit. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer mentioned they were being asked to change the date and time. They were unable to do so because the arrow down button was not working. The insulin pump will be returned for analysis.